Manufacturer narrative:
Correction: it was previously reported that the following devices were still implanted. However, they were explanted at an unknown date (related manufacturer report number: 1627487-2023-02127). Common device name: lamitrode¿ 88 lead, model: 3288, UDI: (B)(4), serial: n/a, batch: 3083760; common device name: lamitrode¿ 88 lead, model: 3288, UDI: (B)(4), serial: n/a, batch: 2778462. Correction: the patient's weight was updated to reflect the weight at the time of surgery. Correction: b5 updated to reflect the associated products. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2023-02834. Additional information indicates that surgical intervention was undertaken on 20apr2023 in which the lead was explanted and replaced to address the issue. It was also reported that the patient experienced discomfort at the ipg site. As a result, during the same surgical procedure on (B)(6) 2023, the ipg was explanted and replaced to address the issue and to take advantage of new technology.

Event description:
It was reported the patient experienced ineffective stimulation due to lead fracture. As a result, surgical intervention is planned to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lamitrode¿ 88 lead, model: 3288, UDI: (B)(4), serial: n/a, batch: 3083760. Common device name: lamitrode¿ 88 lead, model: 3288, UDI: (B)(4), serial: n/a, batch: 2778462.